Manufacturer narrative:
A partial lead with the distal end measuring 48.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that high pacing lead impedance, high hv lead impedance, and high threshold were observed. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.